Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. Customer reported that they received the open book image on the insulin pump screen. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
No blank display noted. Pump received with critical pump error and crest software was utilized and successful, however the history download was unsuccessful since pump is on a constant dark blue screen and could not get into the join network screen. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Pump was cut open to perform visual inspection and found moisture damage on electronics, battery connector, force sensor. The force sensor offset measured within spec range during testing 21.6mv. Swapping out test boards confirms critical pump error (open book image) alarm is due to moisture damage electronic assembly. Unit received with scratched case, cracked battery tube threads, missing display window cover, cracked keypad overlay, stained keypad overlay, label damage. Unit p-cap / test reservoir lock in place properly. In conclusion, critical pump error was confirmed and unable to download pump history using thus was due to moisture damage pcba2. Blank display not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.